Manufacturer narrative:
Follow-up #1: date of submission 01/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/07/2016 with the following findings: there was unexplained pump reboots observed in the black box. There was no damage found to the battery compartment or returned battery cap. The returned battery cap was able to fully tighten to the pump with no yellow o ring showing. The pump was exercised for 24hrs with returned battery cap and no power interruptions were duplicated. The returned battery cap contact measurements were within specifications. The pump cover was removed and no evidence of internal moisture or damage was observed. The complaint was verified in the history, but not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.